Event description:
The customer reported that the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface and fluoro functions boards were replaced, and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.